Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between april 29, 2025 and april 30, 2025. H11: the actual device was received for evaluation. Visual inspection of the sample noted damage to a segment on the tube set. Further inspection revealed indentation marks from the manufacturing flow wrap sealer equipment, on the damaged area of the tube set. The reported condition was verified. The cause of the condition was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume folfusor had issue and it was described as "abnormal administration tubing spotted". This was noticed during set up. There was no patient involvement. No additional information is available.